Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, difficulty to remove and guide wire material deformation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that manipulation and/or inadvertent mishandling of the guide wire during preparation and/or during the tip shape process the wire coils likely became stretched and overlapped resulting in the difficulty to advance and remove through the guiding catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion with 0% stenosis in the left main aorta. A hi-torque bmw universal ii guide wire was advanced and resistance was met with the guiding catheter. While watching on the cine monitor, it was noted that the guide wire appeared to be bigger than normal (swollen). The guide wire was removed with resistance from the guiding catheter. A new bmw guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.